Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent wall reconstruction procedure on (B)(6) 2018 and mesh was implanted. The surgeon reported that the patient is elderly and used the mesh to rebuild the abdominal wall. After the 14th day post-operative, the patient needed to be reopened due to a fistula. During the procedure on (B)(6) 2018, they identified that there was an abdominal loop attached to the mesh. The doctor reported that the patient is still hospitalized.